Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two single device .the visual inspection of the returned product noted the cartridges were received in open packaging. The one cartridge had the clip tracks disengaged in the cartridges. The second cartridge was received not applied. No other visual abnormalities were observed. Functionally; the clip tracks were reset in the first cartridge and the clip tracks disintegrated. The second cartridge was applied to the test media and disintegrated. The condition of the two cartridges precludes further functional evaluation. In addition; the disintegration of the clips was due to prolong exposer to the environment. The root cause of the observed condition could not be identified based on the information available due to clips exposer to the environment causing disintegration. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during closing mesenteric artery, the clip was stuck in the applier, unable to deploy. No patient injury has been noted.